Manufacturer narrative:
Manufacturing records were reviewed and found no deviations, non-conformance's, or other manufacturing issues related to the reported event. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a patient's light adjustable lens (lal) was explanted after 2 light adjustments were performed due to blurry vision and unintended refractive changes. An lal was implanted as a replacement.